Manufacturer narrative:
The optic cable dvi and vido splitter dvi were replaced, but the issue persisted. The image processing pc (ippc) was scheduled for replacement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that live monitor on cart is flickering - repeat case.the clinical use of the system was in use.there was no harm reported to philips.